Event description:
The manufacturer previously received information alleging a ventilator's blower motor hours were increased. There was no harm or injury reported. The blower was to be replaced preventatively. The device was not in patient use. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found blower foam degradation. This issue is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device's air inlet path and air path foam were replaced to address the issue. The device will be included in fsca 2021-05-a. Additionally, not related to the recall issue, the device alarmed for an internal battery depleted alarm condition. The internal battery was charged to address the issue. No malfunction of the internal battery was noted. The device's rubber feet and handle o-rings were missing and were replaced. The device's dc connector was found to be damaged and was replaced to address the issue. Dust contamination was observed on the blower box and was cleaned to address the issue. There was no documentation stating the blower was replaced.